Manufacturer narrative:
This MDR # 010370-2023-00001 was submitted as test data. Information contained in this report is a duplicate of MDR # 010370-2023-00002. Please refer to MDR # 010370-2023-00002 for information related to the device associated event.

Event description:
There was device adhesion issue as patient found the cushion grip firmly stucked on her gums. The product was there in mouth for 2 months without any pain, but when the dentist tried to take cushion grip out, it resulted into ripping her mouth. It was further reported that, she had also rinsed/soaked it in hot water for weeks. Then, she found that her gums were bleeding and swelling along with the pain in gums. The implants were stucked on gums from 2 months and patient was suffering with the same condition.

Event description:
There was device adhesion issue as patient found the cushion grip firmly stuck on her gums. The product was there in mouth for 2 months without any pain, but when the dentist tried to take cushion grip out, it resulted into ripping her mouth. It was further reported that, she had also rinsed/soaked it in hot water for weeks. Then, she found that her gums were bleeding and swelling along with the pain in gums. The implants were stucked on gums from 2 months and patient was suffering with the same condition.